Event description:
A medtronic ent representative reported that during image guidance in endoscopic sinus surgery, the surgeon confirmed system accuracy with pt's own anatomy, specifically nasion and columella before continuing the case. Anatomy was unusual. Surgeon was working on the frontal sinus, with a fusion ostium seeker, to place a balloon to open the frontal sinus. During exploration, surgeon compromised the cribiform plate with the seeker resulting in a cerebrospinal fluid (csf) leak. This was immediately recognized and upon discovering this, the surgeon used a balloon dilation system to dilate frontal outflow to both manager frontal sinus disease and to better visualize csf leak. The csf leak was repaired by covering it with fibrin sealant. Pt was admitted to the hospital for observation and there was no csf leak noted the evening of admission. Following day, pt blew her nose and some csf was seen. A lumbar spinal drain was inserted to relieve intracranial pressure and aid in healing of the leak. Pt remained in the hospital with drain in place for five days. A spinal headache did occur as a result of lumbar drain. Upon discharge and subsequent follow-up there has bee no csf leak. There in no allegation to suggest that medtronic navigation's product caused or contributed to the reported event.

Manufacturer narrative:
Pt identifier was not available from the site. No allegations were made of medtronic navigation's device causing or contributing to the pt event, therefore, no investigation of device has been performed.